Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2022. The patient was in stable condition.